Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation pfa procedure, the patient experienced a pericardial effusion which required a pericardiocentesis. The access to the left atrium was complex and required repeated attempts due to patient anatomy. The sl1 was used with the brk for the transseptal puncture which required multiple attempts. The sl1 was replaced by the agilis 13f which was difficult to advance. After multiple insertion attempts, the dilator was observed to be bent. The agilis 13f was changed to a non-abbott sheath (faradrive by boston scientific). Pfa was successful using the non-abbott catheter (farawave by boston scientific). Approximately 45 minutes post-procedure, while in the recovery area, the patient became hypotensive and reported shortness of breath and dizziness. A transthoracic echocardiogram (tte) was performed which revealed a moderate pericardial effusion compared to the pre-procedure tte which had shown a small effusion. A pericardiocentesis was performed to stabilize the patient. The physician alleges the left atrium posterior wall was accidentally perforated by the brk needle as it was noted the transseptal crossing was difficult due to challenging patient anatomy and required multiple attempts. There were no performance issues with any abbott device.